Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower than the initial result. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.

Manufacturer narrative:
A siemens headquarters support centre (hsc) specialist reviewed the instrument data. The hsc specialist could not find any instrument malfunction. The hsc specialist stated that the magnitude of the falsely elevated result was suggestive of a conjugate carryover. The hsc specialist indicated that the falsely elevated result was related to a sample integrity issue. The customer did not obtain any more discordant results. The cause of a discordant, falsely elevated result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.